Manufacturer narrative:
H4: the lot was manufactured from july 01, 2022- july 03, 2022. H10: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photograph was visually inspected and a single elongated white particle matter possibly of acrylonitrile butadiene styrene material was observed inside of the container filled with a liquid solution. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small strand like particle was observed in two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The issue was identified during visual inspection of the finished product. There was no patient involvement.

Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.